Event description:
It was reported that the ''footswitch' buttons were getting stuck down so the surgeon could not stop the shaver. It is unknown whether the event happened during surgery and if there was patient involvement. There was a backup device available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. Visual inspection of the returned device found the guide key is bent. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: correction in h6 (health effect - impact code).